Event description:
Procedure: radiofrequency ablation. Reportedly, the device did not perform satisfactorily so the grounding pads were changed and were replaced with the ones from a second needle as the needle remained in its position. Allegedly, when the first pads were removed the burn was detected with the dimensions of about 2 x 6.5 cm. Further ablation surgery will be performed at a future date. No treatment was reported for the burn after the patient was seen by a dermatologist. The burn appears to be superficial.